Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component catalog: cp113632 lot#: 122880, tibial tray catalog#: 141211 lot#: 097460, finned stem catalog#: 141314 lot#: 085230, patellar component catalog#: 184762 lot#: 161900. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2015-03681, 0001825034-2015-03679, 0001825034-2015-03680. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. The patient was confirmed to be allergic to acrylates in the bone cement; however, with the information provided, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient reported to have undergone right total knee arthroplasty. Subsequently, patient underwent a revision procedure approximately 26 months post-implantation due to loosening, pain, burning sensation and an allergy to bone cement.